Event description:
N/a.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and within the stat gard sleeve. The extender tubing was also returned. No blood was observed inside the iab catheter. The sheath was not returned. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the stat gard seal, balloon, catheter, y-fitting and extracorporeal and extender tubing was performed, and no leaks were detected. Blood may enter the stat gard sleeve when the sheath seal is moved back and forth. This is the intention, so blood does not spray over the user and patient. The reported event cannot be confirmed by the evaluation. Note: per instructions for use, if blood is seen passing the sheath seal following insertion through a sheath, disengage sheath seal from hemostasis valve. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that after approximately four days of intra-aortic balloon (iab) therapy blood was confirmed in the iab. Therapy was discontinued and the iab was removed. When the product was visually checked after removal, the possibility of blood leakage from the sheath was discovered. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code - (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).